Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges that the device has a burning odor and wokes up with sore throat and headache . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.